Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer experienced low blood glucose level. Customer¿s blood glucose was 32 mg/dl at the time of incident. Customer¿s other blood glucose levels were 51 mg/dl. Customer declined troubleshooting for low blood glucose. Customer stated blood glucose that triggered the suspend event was 51 mg/dl, 32 mg/dl and sensor glucose was 95 mg/dl, 70 mg/dl. Customer stated that they had itching reaction in the oval tape. The device will not be returned for analysis.